Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320 was confirmed during product evaluation as failure code 500:320:844:0000 by baxter quality engineering. This condition was caused by corrosion on the speaker and iso com harness. The rear housing was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility reported a colleague infusion pump with failure code 500:320. This event occurred upon power up in the central supply area. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.